Manufacturer narrative:
The device was not removed. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient was admitted to the hospital due to leakage of the cerebrospinal fluid. During the trial procedure, the physician noted difficulty implanting the second lead and as a result, only one lead was implanted. There have been no reports of further complications regarding this event and the patient had a successful trial and would like to have the permanent device implanted in the future.